Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the duration and provide the device data for a new engineering analysis of the estimated replacement window. Ts explained that the replacement window depends on battery reserves and power usage so the new estimated replacement window may be the same or shorter depending on the battery diagnostic. The device remains in-service at this time. No adverse patient effects were reported. The pacemaker device was subsequently explanted. The device was returned to boston scientific for analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the duration and provide the device data for a new engineering analysis of the estimated replacement window. Ts explained that the replacement window depends on battery reserves and power usage so the new estimated replacement window may be the same or shorter depending on the battery diagnostic. The device remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the duration and provide the device data for a new engineering analysis of the estimated replacement window. Ts explained that the replacement window depends on battery reserves and power usage so the new estimated replacement window may be the same or shorter depending on the battery diagnostic. The device remains in-service at this time. No adverse patient effects were reported. The pacemaker device was subsequently explanted. The device was returned to boston scientific for analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.